Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient later reported left side "minimal amount of peri-implant fluid bilaterally.small sparse cysts in both breasts, measuring up to 0.4 cm at the junction of the medial quadrants of the left breast."

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.